Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0050 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported needle with leakage. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in miniloc infusion set was returned for evaluation. The safety mechanism was engaged over the needle bevel. The extension tubing was clamped. Particulates within the extension tubing and adhesive residue on tubing were noted. The sample was flushed with water using a 12 ml syringe and no apparent leaks were noted. The needle was occluded in order to pressurize the device. Beads of fluid were observed to form at the interface between the extension tubing and needle housing. Microscopic observation of the leak location revealed a circumferential break in the adhesive fillet. The break in the fillet indicates the extension tubing may have experienced kinking and tensile forces which may have affected the adhesive bond. Since the leak was observed during functional testing of the device, the complaint is confirmed but the exact cause remains unknown. Possible contributing factors include excessive manipulation of the device and securement technique.

Event description:
It was reported needle with leakage. No other information was provided.